Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. There was no reported device malfunction associated with the clip delivery system (cds). The reported surgical procedure and hospitalization were case-specific circumstances as the patient was hospitalized for an electively planned mitral valve replacement surgery. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. This patient's mitral stenosis was previously filed under MFR # 2024168-2019-02323.

Event description:
Patient ID: (B)(6). This will be conservatively filed to report the elective surgery on the mitral valve. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). One mitraclip ntr was implanted reducing mr to grade 2 and a mean gradient of 5 mm hg. On (B)(6) 2019 the echocardiogram found that mr had gone up to grade 4 and mean gradient also increased to 7 mm hg. In the opinion of the physician the mr increase is not related to the implanted mitraclips. On (B)(6) 2019 the patient underwent an electively planned mitral valve replacement and tricuspid valve reconstruction. The patient remained in the hospital until (B)(6) 2019 when he was discharged. On (B)(6) 2019 the patient expired from an unknown cause. In the physician's opinion, the mitraclip did not cause or contribute to the death.